Manufacturer narrative:
Reliability analysis inspected 1 opened and used reservoir performed manual prime test using a new lab infusion set along with insulin pump. Reservoir passed per inspection no occluded anomaly was observed during test. Reservoir connected and locked in place properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was 499 mg/dl at the time of call. The customer's blood glucose was 393 mg/dl at the end of call. The customer stated that they were unable to treat the high blood glucose with the insulin pump due to no delivery alarm. The customer stated that the insulin did exit during fixed prime after complete set change. The insulin pump will be returned for analysis.